Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. It was also reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. Cartridge was re-loaded to resolve the issue. It was also reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly the user completed air removal step with an empty syringe. Customer re-loaded the cartridge to resolve the issue. Customer¿s blood glucose level was 112 mg/dl.